Manufacturer narrative:
At this time product has not yet been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid serial number was not provided for the meter and strip. A tripped trend review was conducted for the reported complaint and freestyle neo meter. No trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and precision strip. No trends were identified that would indicate any product related issues. Stability and clinical review has been conducted. This review has found no indication of any product stability performance issues or clinical performance issues that would be expected to result or contribute to customer complaints if the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.